Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event: 231007,231008 (o2 valve leak). Failure occurs during the general check. No patient involvement.

Manufacturer narrative:
It was reported that the device alarmed with te 231008 (o2 valve leak) and te 231007 (o2 controller flow high) during preventive maintenance. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The review of the log files by the local technician confirmed the issue. The root cause of the event was determined to be a defective o2 mixer assembly. After replacing the o2 mixer assembly, the device was released back into use.